Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited incorrect measurement. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.